Event description:
This event is being filed based on the analysis of the returned guide wire, which revealed that the core was separated. It is unknown when the separation occurred, as there was no information provided and attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the guide wire was returned with blood on the shaft, coils, and the coating. The core was separated at the distal end of the hypotube, and there was a small piece of core extending out the distal end of the hypotube. The separated portion at the proximal end was kinked 3 cm distal to the separation and the end was curled into a half circle. The coils were not damaged. There was a bend in the distal tip 6 mm proximal to the tip ball causing the tip to be in a hook shape. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. A review of the sem result showed that the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was therefore, subjected to forces that exceeded the strength of the device. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use, loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later cause fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the issue. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To ensure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. This MDR is considered closed by the quality assurance department.